Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported has a cross bite and possible deep bite. Patient's bite was reviewed and they have a cross bite on the right along with a possible deep bite. The patient has been rtd due to a posterior crossbite and an overbite.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.